Event description:
It was observed during device evaluation that there was foreign material coming out of the nozzle of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material could not be identified. There was no deformation at the section of the device with the foreign material remained. It was unclear whether the reprocess could be carried out according to the instructions for use (IFU). The root cause of the foreign matter remaining on the device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): instructions for gif-1200n operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.